Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Explanting physician reported rupture. The device has been explanted and replaced with a non-abbvie device. This record relates to the right side.

Event description:
Explanting physician reported, rupture. The device has been explanted and replaced with a non-abbvie device. This record relates to the right side.

Manufacturer narrative:
Continued e1:. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.